Event description:
A customer observed imprecise phyt results on a single pt sample while using the vitros 5, 1 analyzer. Positively biased phyt results were reported to the clinician followed by repeat of the original sample in accordance with laboratory policy. A corrected report was issued. Biased results of the direction and magnitude observed could result in inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that imprecise phyt results occurred on a single pt sample. There is no indication that the reagent or analyzer is not performing as expected. The root cause of the event is unk, however, the sample handling of the original pt sample cannot be ruled out.